Event description:
A minimum fill notification was reported. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to load a new cartridge, but the issue persisted. Technical support guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin therapy.